Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom it was reported that the patient's infusion set fell off during use. Moreover, the infusion set was used for less than three hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01355 - device 2 of 12.